Event description:
Additional information received indicated the low flow, low gradient measured 8 millimeters of mercury (mm hg). The valve revision that occurred was a valve-in-valve procedure. The replacement valve was a non-medtronic valve. The patient was discharged 6 days following the valve-in-valve procedure.

Manufacturer narrative:
Updated data: a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the baseline transthoracic echocardiogram (tte) showed an aortic mean pressure gradient of 32.8 millimeters of mercury (mmhg). The valve was implanted at 7 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Following the implant of this valve, the 12-hour tte showed a mean gradient of 10.5 mmhg. The five-year follow-up tte identified a mean gradient of 8.2 mmhg. The seven-year post-operative follow-up appointment included a tte that showed the aortic mean pressure gradient had increased to 17.6 mmhg and a peak velocity of 2.7 meters per second (m/s). There was no evidence of thrombus nor leaflet thickening. The patient reported shortness of breath (sob) with fatigue when climbing stairs. No treatment was reported. Approximately 22 days later, an additional tte noted thin and pliable leaflets with normal leaflet excursion. There was low suspicion for prosthetic valve stenosis, thrombus and/or hypoattenuated leaflet thickening (halt). Mild aortic insufficiency was noted. There was the inability to determine if transvalvular paravalvular leak was present. Doppler interrogation demonstrated a peak velocity of 2.2 m/s and a mean peak gradient of 9 mm hg. Patient anatomical factors were not contributory to the gradients. Still no treatment was reported. No further adverse patient effects were reported. Additional information received indicated that a transesophageal echocardiogram (tee) completed approximately 7 years and 2 months f ollowing the valve implant, measured the mean gradient of 9 millimeters of mercury (mm hg). No intervention was required. A transthoracic echocardiogram (tte) would be performed in 6 months. The event was reported as resolved with no sequelae. Additional information received indicated that approximately 8 years following the transcatheter valve implant the patient was admitted to the hospital with acute on chronic heart failure. Prosthetic aortic valve dysfunction indicated low flow low gradient severe aortic stenosis and moderate aortic insufficiency. As result, a vale revision occurred. Six days following the valve revision the event was resolved with no sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3, d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.